Event description:
It was reported that the patient desated when placed on the ventilator. The ventilator had an audible alarm when the event occurred. The patient was placed on another ventilator with no harm reported.